Manufacturer narrative:
Second lead information: brand name: evoke cap12 percutaneous lead kit - 60cm. Model: 102878. Catalog: 3008. Lot/batch number: 9018427733. UDI: (B)(4). Expiration date: 09 dec 2026. Manufacture date: 09 dec 2024.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection. A computed tomography (CT) scan confirmed an infection at the evoke cap12 percutaneous lead implant site. The evoke scs system was explanted and intravenous antibiotics were administered to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.